Manufacturer narrative:
Alleged failure: surgeon using cinchlock flex anchor in case today when a wire broke during deployment. This wire was stuck in the anchor and had to be pulled out. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be a manufacturing issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pull wire remained in the anchor and the expansion cylinder broke. The pull wire was able to be removed.

Event description:
It was reported that the pull wire remained in the anchor and the expansion cylinder broke. The pull wire was able to be removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.